Manufacturer narrative:
E1. Phone number continued: (B)(6) the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Device has been explanted and replaced.